Event description:
Device in backup mode for unknown reasons. The device was reset and normal follow-up performed. The device remains implanted.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri, triggered on (B)(6) 2017. The amount of charge taken from the battery was verified. The battery condition was found to be as expected after an implantation duration of 99 months. The analysis of the pacemakers memory content furthermore showed that the device was found to be in backup mode and was successfully reinitialized as mentioned in the complaint description. However, no device malfunction was noted during the analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the pacemaker was fully functional. The battery status was anticipated. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.